Manufacturer narrative:
(B)(4). Concomitant medical products: comprehensive total shoulder lot#unk item#unk. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The compatibility check and complaint history search were not performed. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The patient currently has a nottingham hemi-arthroplasty, and the surgeon would like to convert the patient to an comprehensive total shoulder. No additional patient consequences were reported. Attempts have been made and no further information has been provided.